Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements as the lead was found out to be dislodged. A revision was performed to reposition the lead. Additional information indicated that the patient experienced weakness. Moreover, the lead exhibited no capture at the max output and r waves was at 1 millivolt. As a result, a revision was made again. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Appropriate term/code not available was used as there was no clinical symptoms observed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements as the lead was found out to be dislodged. A revision was performed to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.